Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Device brand name not provided/unknown. Device product code not provided/unknown. Device item number and lot number not provided/unknown. Reporter's email not provided/unknown. Device not returned.

Event description:
It was reported that an unknown driver became stuck in a biomet implant. Another driver was used to place another implant during the same surgery. Tooth location 13.

Manufacturer narrative:
The subject implant driver tip was not returned for inspection. The alleged stuck implant was functionally tested with a compatible in-house driver tip (impdtl). The driver tip was unable to fully engage and stuck into the implant drive feature. No device lot number was provided so a device history record review and a complaint history review could not be performed. It was reported that the implant was stripped and that the implant driver was stuck in the implant. The reported event was confirmed through visual and functional inspection of the implant in conjunction with a compatible driver. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.